Event description:
It was reported to vyaire medical that the avea ventilator passes est (extended systems tests), but gives constant circuit occlusion alarm once in normal operating mode. Furthermore, there was no patient associated with the reported event. The customer confirmed that the ventilator was not involved in a patient accident.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical advised the customer to calibrate the inspiratory pressure xdcr (transducer) since that is likely defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.